Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4 cm in diameter abdominal aortic aneurysm. The proximal neck is 25 mm in diameter with an infra-renal angle of 60 degree. It was reported that an undetermined endoleak and endotension were observed with aneurysm expansion on a CT. The patient was hospitalized and an intervention was performed. A proximal cuff and left extension were implanted. The intervention reportedly resolved the event. The physician investigator assessed the event to be related to the device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received reported that an endurant aortic cuff and another manufacturer's left extension were also implanted. If information is provided in the future, a supplemental report will be issued.